Manufacturer narrative:
Additional information: the lesion was in the left anterior descending (lad) artery. It was not difficult to remove the protective sheath or the packaging stylette. The device was not moved or repositioned while inflated. It was later clarified that the difficulties were only noted during inflation and no difficulties occurred during deflation. Inflation difficulties occurred during the first and second inflation. The first inflation was slow, and the balloon started to inflate with no more than 4 atm of pressure. However, the balloon seemed to lose pressure as it began deflating and a loss of contrast medium was noted, all while inflating. A second rapid inflation was then performed and reached about 8 atm, which allowed the stent to be released. The stent was implanted and the balloon was removed with no friction. The stent was post-dilated with another balloon. A concentration of 50/50 contrast / saline was used. Resistance was not experienced during removal of the device and excess force was not required. Intervention was not required to remove the device from the patient. There was no issues with the other medtronic devices used during the procedure. There was no injury to the patient as a result of the event. Image analysis: images confirm multiple lesions in the left coronary system. The mid and proximal lad were pre-dilated prior to the delivery and deployment of a long stent in the mid vessel. This was followed by the delivery of what appears to be the 2.75 x 34mm onyx frontier stent. There appeared to be balloon inflation difficulties as only the distal end of the stent appeared to be expanding. Contrast was also confirmed to be exiting the balloon on the distal end of the catheter. Partial stent expansion was confirmed. Although inflation difficulties were confirmed and this was root caused to a balloon leak, no deflation difficulties were observed. Due to the inflation difficulties the proximal end of the stent did not appear to expand fully. A short stent was delivered and deployed as a bail out option to achieve proximal stent expansion. Balloon inflation issues resulting in stent deployment issues were confirmed from the I mages. It was not possible to identify any deflation difficulties. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one onyx frontier coronary drug-eluting stent to treat a mildly tortuous, mildly calcified lesion with 80% stenosis in the mid/proximal left anterior descending (lad) artery and circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon deflation difficulties occurred and the device was defective. The device would not deflate at the lesion site. The balloon was removed with no friction. The patient is reported to be alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.